Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant), g1 (manufacturing site name), g2 (is report source literature). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A publication from the medical team at a hospital in germany reported upon patients in cardiogenic shock with takotsubo syndrome. They reviewed in 2/2024 a total of 47 patients, in which 9 received mechanical support. The patients had a mix of impella pumps (cp and 5.5) and extra corporeal membrane oxygenation (ECMO). The devices were meant to support the patients until heart transplants could be performed. During the retrospective review they broke the patients out by devices used, adverse events, and outcomes. Of the 9 patients, 5 had impella pumps, 4 had combined impella and ECMO. 4 had full recover, 3 died in hospital, and 1 remained on long term therapy with a left ventricular assist device (lvad). During the supports the patients did suffer from valve regurgitation, both mitral and tricuspid, inflammation, stroke, organ failure, resuscitation, vessel dissection, infection, and medical escalation. The authors did state the hemodynamic support devices did improve heart function and reversal of the typical takotsubo findings. The deaths are conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.